Event description:
Related manufacturer reference number: 2017865-2023-11851. It was reported that a patient presented in-clinic for a surgical revision procedure. Prior examination of the patient¿s right ventricular and right atrial leads revealed dislodgement and failure to capture. Both leads were explanted and replaced on (B)(6)2023. The patient was stable throughout.